Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 37761, lot# c0409640, product type recharger. (B)(4).

Event description:
It was reported the recharger was broken and there was a communication/telemetry issue. A coupling issue was also reported and the recharger was no longer charging the implantable neurostimulator (ins). The ins had flipped over. Once the ins was repositioned the problem was resolved and the patient was receiving adequate therapy.